Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Related manufacturer reference#3006705815-2019-04500). It was reported that the patient did not recharge the ipg for the low-back system as recommended. In turn, the ipg became inoperable and the patient lost therapy. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Therapy was restored post-operatively. Patient has 2 scs systems, low-back and cervical. It is unknown which ipg is for the low-back system and which ipg is for the cervical system. Therefore, both ipgs are being reported.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.